Manufacturer narrative:
The investigation determined that the most likely root cause of this event was related to the cord blood sample. No incorrect or erroneous results were reported as a result of this incident. There was no risk present at the time of the incident. There was no harm to any patient. (B)(4).

Event description:
On (B)(6) customer tested a cord blood sample on provue 057-0004370 and obtained a negative reaction. ((B)(4)) customer was expecting a positive reaction: the mother is blood type a+ and have an anti-e and the baby is blood type o+ and have the antigen e. Customer reran the sample on manual gel, using the same lot of gel cards and diluent, and obtained a 1+ reaction, as expected. On (B)(6) (9:45am), customer reran the same cord blood sample on provue 057-163-1666, and obtained a negative reaction (this event) on (B)(6) (11:54am), customer reran the same cord blood sample on provue 057-0004370, and obtained a 1+ reaction, as expected. Customer is using igg-c3d gel cards lot 03011005-01 (exp: dec 13 2020) and diluent 2 lot md139 (exp: april 13 2021). Those products are in use since a while (customer could not provide a starting date). Customer is not performing any qc for dat. Sample collection tube edta, 7 ml. Customer indicated that they often get fibrin clots in their cord blood samples; she is not certain about this particular sample. Customer is removing the fibrin clots with wood sticks when present. Customer do not centrifuge the cord blood samples. Customer is aware that this issue seems to be related to the cord blood sample itself. No erroneous results were reported due to this issue. As indicated by ocd tech advisor: a better consistency in results could be obtained if the samples are centrifuged. When the samples are not centrifuged, the testing is not done on packed cells. From the pictures customer sent, the cells button looks adequate. Negative direct antiglobulin test results do not necessarily rule out hemolytic disease of the newborn (hdn), especially if abo incompatibility is suspected. Customer is confident that the concern appears to be sample related and does not believe there is any failure of the performance of the listed ortho reagents. Customer took note about the centrifugation suggested on samples prior testing; she will forward this information to her lab director. No further assistance is required.